Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102-charge profile fault) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the k1 relay was not operating properly. The cause of the code 102 and incoming test failure is the defective relay. The root cause of the defective relay cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 102 (charge profile fault).